Manufacturer narrative:
The device was received for evaluation. The event history log review identified a se 20602 on the event date reported. The device was able to successfully load and run an infusion with no discrepancies. Functional flow rate accuracy testing was performed and the device met specifications; the se was not reproduced during testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported se was verified; however, the over-infusion issue was not verified. The cause of the se could not be determined. No device correction was needed for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump ran at higher rate than programmed (over-infusion). This was observed during an unspecified process step in the emergency room. There was no report of patient injury or medical intervention associated with this event. Additionally, a system error (se) 20602 (monitor motor stall) was identified during device evaluation. No additional information is available.